Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fifty-four (54) clearlink system secondary medication sets would not flow. This was initially thought to be due to an issue with the roller clamp, however, the nurse reported that the clamps were open and working properly and that the issues were related to the secondary tubing sets. This was identified while in use on patients to administer unspecified antibiotics. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The samples were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.